Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged corrosion in the battery tube and the insulin pump is not accepting batteries. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The insulin pump was cut open to perform visual inspection and moisture damage was found the electronic assembly (pcba 1 and pcba 2), the motor and force sensor. Pcba 1. A test pcba 1 was swapped out, cleaned pcba 2 with isopropyl alcohol, and the powered up properly. Blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, serial number label fading, stained keypad overlay, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Moisture damage was also found inside of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was not accepting batteries and there was corrosion in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.